Event description:
It was reported that during interrogation, ventricular tachycardia due to oversensing, noise, higher than normal capture thresholds was observed on the right ventricular (rv) lead. A rv lead malfunction was suspected. No programming changes were made. The patient was being scheduled for an upgrade in the coming months and the rv lead was to be re-evaluated at that time. There were no patient consequences.